Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt, device battery voltage was 2.93v upon interrogation (before implant). Capacitors were not charged before therefore, the device was not implanted. There were no patient complications reported as a result of this event.